Event description:
An overinfusion of lipids occurred. The pump was set to deliver 100 cc at a rate of 37.5 ml/hr. The bag was found empty shortly after the infusion had been started. There was no resultant pt complication.

Manufacturer narrative:
MFR report date 12/23/97: the pump was visually and functionally tested. The pump had evidence of being dropped. Further evaluation revealed channel a's lower door hinge was dented and when closed was not aligned with the front case. The air-in-line housing was cracked and separated from its' pcb, and the pumping mechanism was cracked and broken in several places. Channel b had a broken and cracked pumping mechanisn with loose pieces in the instrument case, and a missing mechanism spring. The main system battery bracket was also damaged. The event history logs had been erased at some point and only showed 50 recent entries, however, there were no malfunctions in the history related to the complaint. The unit was tested and the freeflow was duplicated. Channel a's freeflow condition resulted form damage to the lower door hinge preventing door alignment which ensures tubing pinchoff. Channel b's freeflow resulted from a broken piece of the damaged pumping mechanism being wedged between the mechanism and front case preventing tubing pinchoff. The missing spring also contributed to incomplete tubing pinchoff. The user facility will be informed to refer to the operator's manual for correct maintenance procedure when a pump has been dropped at any time.